Event description:
It was reported that the patient complained of feeling 'spasms in the abdomen' and a 'pulsing sensation' since implant. The lead was reprogrammed multiple times, without success, and was programmed off. Since the lead was programmed off, the patient complained of shortness of breath and weakness. The lead was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935m implantable tachy lead - (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.